Event description:
In 2008, pt states that he was in a car accident. He was told by his physician that he had degenerative arthritis that was exasperated by the accident. Pt states that in 2009, he had a resurfacing. In 2010, he had a total hip replacement. Pt states that he is experiencing more pain and falling now than before the procedure. Pain radiates to his right foot. Physical therapy currently refuses care, because they hear a popping and feel rubbing from the implant. The therapist told pt that something was wrong with the implant.